Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease.according to the complainant, on (B)(6), 2011 the j-tube presented with a kink at the distal end the nurse unkinked the probe and rinsed it. This event happened again 30 minutes later and the nurse performed the same procedure. Duodopa was given in the gastric port. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay/fully recovered.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old.(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.